Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose at the end of (B)(6) of 2015. The customer's blood glucose was under 700 mg/dl at the time of hospitalization. The customer reported the cause of the hospitalization was from diabetic ketoacidosis. The customer was admitted for two to three days. The customer had reverted to manual injections as a result. Customer also reported experiencing infections at their site from (B)(6) 2014 to (B)(6) 2015. Customer stated the infections caused them to have high blood glucose. The customer stated the site of infection was not recurrent. Customer's current blood glucose was 106 mg/dl. The insulin pump will not be returned for analysis.